Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736 (software version: 2.1.0), h3, h6: a manufacturer representative, went to the site to test the navigation system. It was reported, the system underwent a comprehensive evaluation, including hardware, software, instruments and a self-test. All evaluations passed. There were no hardware parts replaced. After completion, it was confirmed, that the system performed as intended. Codes b01, c19 and d14 apply. A23 applies, to patient tracker remained upside down even after an attempted correction. A0908 applies, to all of the data points were flipped upside down. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information, regarding a navigation system being used, during a functional endoscopic sinus surgery (fess) with shunt procedure. It was reported, that when attempting a tracer registration, all of the data points were flipped upside down. The issue was identified, intraoperatively and troubleshooting steps included attempting to correct the orientation of the patient tracker. Although, the software display could not be confirmed. The patient tracker remained upside down, even after an attempted correction. Consequently, both medtronic imaging and navigation were aborted. A procedure delay of less than 1 hour was reported. There was no impact on patient outcome.

Manufacturer narrative:
H3, h6: analysis was performed for product: 9735736, software version: 2.1.0. It was reported that there was one application session logs present of the issue date, and the session captured the site used shuntem procedure and went until registration task. The session captured multiple successful registration with good error metrics and there was no unsuccessful registration present. However, the session did not capture any abnormal behavior or issue as mentioned in the reported behavior. As per the information available, it was suspected that it might have been user error but as archives have been deleted, there was no way to confirm it. In conclusion, there is insufficient information to determine whether a software anomaly contributed to the reported behavior. Already reported codes b01 and c19, as well as newly coded d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.